Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The patient was implanted with a trial scs system which included a single percutaneous trial lead on an unknown date. It was reported the patient experienced overstimulation whenever stimulation was turned on. An x-ray of the patient's scs system found the trial lead had migrated. The lead was explanted. The explanted lead was not returned to the manufacturer for analysis. Follow up on the patient found no issues reported.